Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-13995n multifire scorpion needle sharp tip broke off into the patient. This was discovered during an rcr procedure on (B)(6) 2022 while passing the #2 fiberwire suture through the supraspinatus of the rotator cuff. All broken fragments were retrieved.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/19/2022, it was reported by a sales representative via email that an ar-13995n multifire scorpion needle sharp tip broke off into the patient. This was discovered during an rcr procedure on (B)(6) 2022 while passing the #2 fiberwire suture through the supraspinatus of the rotator cuff. All broken fragments were retrieved. Additional information received on 12/20/2022: case was completed with the same scorpion and a new ar-13995n multifire scorpion needle.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the tip of the device is broken off. The broken piece was not returned for investigation. Thickness of the device was measured and found to be 0.0131. This is within the tolerance per drawing ar-13995nu which is listed at 0.0130 ± 0.0005. The cause cannot be determined. Probable cause can be attributed to dryfiring the device or passing through thick or calcified tissue.